Event description:
Describe event or problem: balloon rupture.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that the target site was left anterior descending artery, which was heavily calcified with 99% stenosis. However, there was no vessel tortuosity. The ninja fx balloon catheter was placed at the target site for dilatation, and was induced with an encore indeflator. However, inflation pressure did not exceed eight atmospheres, as a balloon rupture was confirmed. Dilatation was completed with a competitor's balloon catheter, and a tunami 3.00mm stent was implanted with no adverse effects to the pt. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.